Event description:
Information received from a healthcare provider via a manufacturer representative regarding a catheter that had not yet been implanted. It was reported during a procedure on (B)(6) 2016, the physician noticed the catheter was sticky before he implanted it. The physician did not feel comfortable implanting that catheter and asked for another one. The package was opened and was on the sterile field in the operating room. There were no other products around it. It seemed to have the issue straight out of the packaging. The catheter was replaced by another one. The patient's status at the time of report was "alive-no injury."

Manufacturer narrative:
Device evaluation summary: analysis of the catheter found ¿no anomaly¿. Per complaint of perceived stickiness of the catheter out of the box , two additional pre-decontamination examinations were performed. First, three separate technicians handled the catheter by carefully running the length of it through a gloved hand and compared this to a known good non-implanted ascenda. All three technicians did not identify anything unusual or sticky with the return. The second test involved carefully running the length of the catheter through light weight tissue paper and again no stickiness was noted.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was indicated that the manufacturer representative didn't know why the catheter was sticky. It was the usual color, there was no noticeable damage to the packaging, and the catheter had no noticeable defects.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.